Event description:
It was reported that a patient presented to the hospital for an unspecified reason. Upon interrogation of their pacemaker system, right ventricular noise was noted that resulted in oversensing. No other information was provided.